Event description:
During product evaluation, it was found that the tubing separated from the spike adapter on a clearlink system y-type blood set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified that there was separation between the tubing and the spike adapter. Visual inspection also identified that the tubing was crimped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.